Event description:
It was reported that the bladder of a large volume infusor ruptured which resulted in a fluid leak. Three hours after the patient began infusion, the bladder inside the infusor ruptured, causing leakage. The device was filled with an unspecified antitumor drug and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between april 9-10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.